Manufacturer narrative:
.

Event description:
It was reported that the pt was recently diagnosed with another granuloma. The pt underwent catheter revision in 5/2005 and subsequent change of medications in the pump to methadone and bupivicaine. The pt is scheduled for explant of the pump and catheter next month. The pt reported permanent nerve damage to his legs resulting in the use of wheelchair at times and permanent disability. "It adhered to my spinal cord and now I cannot walk very well. I have numbness in my legs. The prognosis is not very good". A follow-up report will be sent if add'l info becomes available to us. Please see manufacturer's report #: 6000030200700009.